Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This pacemaker was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable as information was received, indicating that this device did not exhibit any malfunction and replaced prophylactic due to the high battery impedance advisory.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This pacemaker was successfully replaced. No additional adverse patient effects were reported.